Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-mar-2024, it was reported that the patient faced an issue of high blood glucose level. The patient was hospitalized on (B)(6) 2024 at 09:00 a.m. And stayed for 8 days. The blood glucose level at the time of hospitalization was 300 mg/dl and when admitted it was it was 400 mg/dl. Customer had done ketone test. No further information available.